Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 patient-side occlusion test fails. Account name: (B)(6) medical center account #: (B)(4) asset name: 8100 pump module v8.5.29.0 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer identifies patient-side occlusion below 7.7 psi lower limit on 8100 (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: customer identifies patient-side occlusion below 7.7 psi lower limit on 8100 (s/n (B)(4)). Customer recognizes the upstream gain (bottle-side sensor reading 3.3). Suggested to perform the task for analog sensor, to test pressure displacement voltage to bottle sensor. Customer interchanged tubing sets to get different readings. Informed customer to repair/replace the bottle sensor. If issue not resolved, customer to interchange the logic board repair/replace if necessary. Customer to call back for assistance, if any further issues and/or concerns need addressing. End call.